Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in an estradiol value of 1129 pg/ml and this value was reported outside of the laboratory. The physician did not trust the result, so he requested a repeat of the sample. The sample was repeated twice, resulting in values of 13.55 pg/ml and 10.72 pg/ml. The estradiol reagent lot number was 590311. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer changed probe tubing and adjusted the probe. The probe tubing was found to be bent.

Manufacturer narrative:
Quality control data was within range. The investigation could not identify a product problem. The cause of the event could not be determined.